Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after getting hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("sore breast"), nausea ("feel sick to stomach/feeling sick to my belly"), pain ("body aches"), asthenia ("body getting very sleepy"), abdominal distension ("feel bloated/bubble movements in my stomach"), ill-defined disorder ("little illness") and back pain ("back pain"). The patient was treated with surgery (she undergone hysterectomy on an unspecified date). At the time of the report, the medical device removal, breast pain, nausea, pain, asthenia, abdominal distension, ill-defined disorder and back pain outcome was unknown. The reporter considered abdominal distension, asthenia, back pain, breast pain, ill-defined disorder, medical device removal, nausea and pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this record was detected to be a duplicate to case# us-bayer-2017-130143 to which all information will be transferred. Then this duplicate case (us-bayer-2019-136393) will be deleted no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after getting hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("sore breast"), nausea ("feel sick to stomach/feeling sick to my belly"), pain ("body aches"), asthenia ("body getting very sleepy"), abdominal distension ("feel bloated/bubble movements in my stomach"), ill-defined disorder ("little illness") and back pain ("back pain"). The patient was treated with surgery (she undergone hysterectomy on an unspecified date). At the time of the report, the medical device removal, breast pain, nausea, pain, asthenia, abdominal distension, ill-defined disorder and back pain outcome was unknown. The reporter considered abdominal distension, asthenia, back pain, breast pain, ill-defined disorder, medical device removal, nausea and pain to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.